Manufacturer narrative:
Concomitant medical devices: 30ml bd syringe; 3ml bd syringe ref (B)(4), lot 619311b, exp 2019-07-10, normal saline; 250ml baxter exactamix bag, ref (B)(4), lot 1187993, exp 2019-09-30, therapy date (B)(6) 2017. The affected product has been received and the investigation is pending. A follow up report will be submitted once the investigation has been completed.

Event description:
The customer reported that blood was backing up near the 0.2 micron filter and leaking between the male luer of the primary set and the female luer of the extension set while infusing hal/il (hyperalimentation/intralipids). Blood cultures were drawn and antibiotics were given. There was no lasting harm to the patient.

Manufacturer narrative:
Correction on initial report: received by MFR (01/24/2017).

Manufacturer narrative:
The customer¿s report of a leak between the primary set and extension set was confirmed. Visual inspection showed that the female luer of the extension set had a 12 mm crack. Functional testing confirmed leaking at the crack. The cause of the reported leak was determined to be the female luer crack however the root cause of the crack was not identified.